Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6), 2014.according to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip was difficult to release from the catheter to deploy. Eventually, the clip deployed but fell off inside the patient.boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.